Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient had a massive fall and did not recharge ipg as recommended. Troubleshooting indicated that the ipg would no longer communicate with neither the charger nor the patient programmer which displayed the comm error 2501. Surgical intervention may be undertaken to address this issue.